Event description:
Healthcare provider reported left side capsular contraction baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, crystalline in the gel and opening on anterior. A visual and microscopic analysis was performed which identified, striated opening on anterior and crease flat. Base on the device analysis, the final assessment is: striated opening assessed, as surgical damage.

Event description:
The device has been explanted.